Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by a failed motor flex. Eval also found severed motor mount screws, which are known to cause the reported symptom. The failed motor assembly, motor mount screws, and motor gears were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.